Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon was able to retrieve the component without any pt injury and applied another device to complete the procedure.